Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Active anchor kit information: brand name: evoke active anchor kit. Model: 104464. Catalog: 1043. Lot/batch number: 9018598971. UDI: (B)(4). Expiration date: 17 january 2027.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site while charging. Following this event the patient reported experiencing pain with stimulation on. Troubleshooting included impedance check and obtaining an x-ray, which confirmed migration of one (1) lead. No anomalies were identified during the impedance check. A revision procedure was performed, and the evoke scs system was replaced to resolve the reported event.